Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 02-21-2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The product was evaluated. An external visual inspection was performed and no damage. Pairing test was performed and passed. The allegation was confirmed. The probable cause was determined to be no communication - gap in logs. The reported event of an unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.